Event description:
It was reported that the patient underwent a right oxford partial knee replacement and subsequently suffered reactions to it within three days post-operatively. Patient has experienced the following since the operation: bilateral hearing loss, vision loss, thyroid issues, muscle spasms, skin reactions, pain, fatigue, and swelling at the joint. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg rt md size 4 PMA; item#: 159576 lot#: 486170. Unknown oxford femoral component; item#: unknown lot#: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00066, 3002806535 - 2023 - 00073. Remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.